Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support with a blood glucose of 79 mg/dl shortly after eating and asked whether to announce a meal; the agent advised against meal announcement due to the risk of further glucose decline and provided education on treating low glucose with rapid-acting carbohydrates and close monitoring. Symptoms included mild disorientation consistent with hypoglycemia. Outcomes included user-led management at home without hospitalization or emergency care. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device alerts or malfunctions reported, no device component issues identified, and an unclear clinical cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.